Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating she had a low blood glucose level of 47 mg/dl earlier, and her insulin pump goes off every five minutes. She corrected with glucose tabs. Customer's blood glucose level is now 129 mg/dl. Her insulin device is alarming low predict. Customer was assisted with clearing the low predict alarm. She was also assisted with setting the device's alarms to vibrate. Nothing further reported.